Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the belt clip broke. The customer also experienced high blood glucose level of 575 mg/dl. The customer's current blood glucose was 556 mg/dl. Customer stated he treated for high blood glucose with the insulin pump. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.